Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a no delivery alarm during a bolus. The blood glucose reading was 420 mg/dl. Customer was unable to troubleshoot for the issue because the insulin pump was stuck in a prime/rewind loop. Customer also reported another instance of a no delivery alarm during a bolus. The blood glucose reading was 369 mg/dl. The insulin was brand new and the customer did rotate sites to avoid scar tissue. The tubing was not bent or kinked. She stated that the cannula was not kinked but slightly curved. Nothing further was reported.